Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip ntr/xtr instructions for use instructs to remove the gripper line prior to remove the clip delivery system (cds). As it was reported that the gripper line was not removed prior to cds removal; this is considered a deviation from the instruction for use (IFU) and the deviation resulted in the difficulty removing the gripper line. Based on the reported information the reported physical resistance / sticking of the gripper line is the result of user error. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report gripper line difficulty it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the physician removed the cds, but inadvertently did not remove the gripper line. An attempt was made to remove the gripper line but failed. Finally, a decision was made to rotate the +/- knob of the steerable guide catheter (sgc) in the plus direction to have the sgc in the best position to remove the gripper line. The gripper line was removed. A second clip was deployed to further reduce mr. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.